Manufacturer narrative:
The device underwent detailed analysis. It was confirmed that communication with the device could not be established using the zoom or raw register programmers, and that the device has no tones with magnet application. The device was put through and passed a series of manual diagnostic testing that verifies the performance of defibrillation, pacing, sensing and diagnostic functions of the device. No high current was noted through out analysis and no other anomalies were noted, leading to the determination that the device most likely depleted normally and functioned properly throughout its life.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. The patient presented for needed surgery, not disclosed, and the device could not be interrogated. The patient reported hearing tones from their device a year ago. No tones were present with magnet placement. Technical services discussed troubleshooting and advised hospitalizing patient until the device could be replaced if tones could not be confirmed. No adverse patient effects were reported. This device has been implanted for over eight years.

Manufacturer narrative:
Information suggests this device remains implanted. Should additional information become available this event will be updated. It was later reported that the device was explanted for normal battery depletion. Clarification was made that this patient was non-compliant for two years following the trigger of the elective replacement indicator (eri). The device was returned and detailed analysis is pending.